Manufacturer narrative:
Add'l info was received on 06/25/2015. Returned product was received and was released to post market qc. Third party MFR performed a batch record review for lot # 14fm0001 and no defects were noted during the production or quality control processes/four retention samples from the same lot were also reviewed. The appearance of the balloon, catheter body and valve function were normal. No broken tube or separations at the joint were found. Complaint simulation test was also performed utilizing 12 samples from the same lot. Tensile strength was performed in the reverse direction. After a thorough batch record review, no discrepancies or non-conformances were discovered. There is not enough info to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on 07/16/2015.

Event description:
Complaintant reports when the device packaging was opened it was noted the balloon inflation port was broken off. It was further reported the device was not used on a patient.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available a follow-up report will be submitted.